Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in a needle mechanism failure. The reported events could not be determined. The exposed portion of the soft cannula was not bent or kinked. Investigation results did not observe any issues that would result in a failure to deliver insulin correction to concomitant medical products: (device available for eval: yes, date returned to mfg: 5/29/2019) the device had been received at the time of initial report. Correction to: (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 265 mg/dl while wearing the pod between 0 and 1 hours. While patient was reporting this pod for (high bgs), it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. When removed from the infusion site, the pod's cannula was also found to be bent. Patient attempted to administer bolus through the pdm. When bg levels were not coming down, he changed the pod.